Manufacturer narrative:
Investigation findings: the bur guard was received for evaluation and could not be tested for overheating as the bearings were broken. Further investigation found this unit is overdue for preventive maintenance. The information for use (IFU) warns the user: overheating might occur if bearings are worn or are not kept clean. If overheating occurs, discontinue use and return for service. Guards are to be returned to linvatec/hall surgical every six months for routine maintenance. In addition, a bur guard test is provided in the IFU: bur guard test procedure: prior to attaching the bur guard; check for worn bearings by inserting a bur into the nose of the bur guard. While holding the bur, spin the guard. The guard should spin freely around the burr shaft without restrictions. Attach the bur and guard to the drill using the following instructions. Run the instrument for at least 30 seconds, carefully feeling the tip of the guard for heat. If heat is noticed, discontinue use and return to linvatec/hall surgical for service.

Event description:
It was reported that during use of this bur guard in an oral surgery procedure, it got hot. There was no injury or surgical delay reported with this event.